Manufacturer narrative:
During the inspection of the internal sheath resectoscope 22fr, part ID: 8675322, batch#: unknown, it was found that the ceramic sleeve in the distal area was damaged by laser application. Due to the damage pattern, the cause can be attributed to an application error. In general, the user is advised in chapter 8 of the corresponding instructions for use ga-d366 / en / 2018-03 v5.0 / pk18-9297 that a visual and functional check must be carried out before and after each use. Among other things, the user is advised to check the ceramic insulation at the distal end of the resectoscope shaft for damage before each use. Improper handling, e.g. Dropping, knocks, blows or similar mechanical stresses can lead to hairline cracks and/or ceramic flaking in the distal area of the resectoscope shaft. Products that are damaged, incomplete or have loose parts must not be used. Possible damage of the type mentioned above can be easily recognized by the hospital staff if these instructions are followed. If an insulating insert breaks during the operation, this does not automatically result in direct danger to the patient. Such a component can be retrieved cystoscopically using suitable grasping forceps (not surgically invasive, but only through the natural body opening). The component to be retrieved is held at the tip of the shaft with the grasping forceps and removed from the urethra together with the shaft. This may be associated with additional, reversible trauma to the mucosa. In our risk analysis d3 rev.04, manufacturing-related, handling-related and design-related hazards were considered with regard to functional impairment as well as risks due to an unusable product with the corresponding extent of damage and the assumed probability of occurrence and assessed with an acceptable risk. Taking all findings into account, no systematic faults can be derived either from a functional, design or manufacturing point of view. Accordingly, no product-related measures are considered. The defects identified indicate user error. A trend or a significant increase cannot be identified.

Event description:
A medical facility has informed richard wolf gmbh of an issue regarding an internal sheath resectoscope 22fr, part ID: 8675322, lot#: unknown. According to the received information, during a laser resection the resectoscope ceramic tip detached inside the patient. Also, noticed the ceramic tip detaching from the inner shirt of the gown. All parts were recovered and the scheduled procedure was successfully completed. However, the operation time was extended by 40 minutes while the doctor try and removed the tip. There is no report of injury to the patient or other personnel.